Event description:
The customer reported the loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power supply connector was cleaned and the power supply was adjusted. The sys was then found to be operating as intended.